Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the gripper line was difficult to remove. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 3-4. The first clip was implanted successfully. A second clip was deployed on the mitral valve leaflets without issue; however, at the end of clip deployment, the gripper line was difficult to remove. Force was used, and the gripper line was successfully removed. A total of two clips were implanted, and mr was reduced to 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the gripper line was returned for evaluation. Evaluation summary: only the gripper line was returned for evaluation. All available information was investigated and the reported difficulty/inability to remove the gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line in this incident could not be determined. The reported inability to remove the gripper line could not be tested, as the cds was not returned and the returned portion of the gripper line was damaged such that it could not be tested in a proxy device. The identified gripper line break appears to be a result of procedural conditions, and likely due to the additional force used to remove the gripper line during the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Device is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: a 5f catheter and a snare device were used to secure the clip at the valve so that more force could be applied to pull the gripper line (without danger of the clip detaching). There was no additional information provided.